Event description:
It was reported that a lead integrity alert (lia) was triggered due to short interval counts (sic) and oversensing on the right ventricular (rv) lead. The oversensing was noted during manual impedance testing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).